Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; total arch replacement versus debranching thoracic endovascular aortic repair for aortic arch aneurysm: what indicates a high-risk patient for arch repair in octogenarians? Yoshimasa seike, hitoshi matsuda, tetsuya fukuda, yosuke inoue, atsushi omura, kyokun uehara, hiroaki sasaki, junjiro kobayashi general thoracic and cardiovascular surgery (2018) 66:263¿269 doi: https://doi.org/10.1007/s11748-018-0894-1 deaths are common occurrences in clinical studies, however the cause(s) of death are often not characterized or clearly associated with a particular product. This is the case for the deaths noted in this journal article with no medtronic devices noted as a contributory cause in the deaths of the patients. If information is provided in the future, a supplemental report will be issued.

Event description:
Talent stent graft systems were implanted in a patient group for thoracic endovascular aortic aneurysm repair.   The following adverse events were observed in the tevar patient group: pneumonia paraplegia paraparesis acute type a aortic dissection perioperative stroke aortic aneurysm rupture malignant tumor intestinal bleeding ileus early death (due to pneumonia) late death (causes: pneumonia, aortic aneurysm rupture, cerebral infarction, malignant tumor, acute type a aortic dissection, intestinal bleeding, ileus).